Event description:
The customer observed a falsely decreased sodium result while using the ict module on the architect c4000 process module. The customer provided the following results: (B)(6) 2013: sid: (B)(6), initial 118 repeat 139, 137 normal range 136-145 mmol/l. No adverse impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.